Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty reconnecting tubing to the infusion site after disconnecting when using teflon 23-inch insets and requested an easier tubing connection design; the user otherwise reported satisfaction with the ilet and improved glycemic control. Symptoms included no adverse clinical effects. Outcomes included no functional impairment to daily activities and no medical intervention. Investigation included troubleshooting and education regarding available convatec infusion sets and their attachment methods. Investigation of this case revealed user feedback regarding the connection interface, with no device alarms or malfunctions and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was use-related difficulty with the current connection design.